Manufacturer narrative:
The event took place in (B)(6).

Manufacturer narrative:
The event regarding the false (B)(6) result took place on (B)(6) 2014 and was reported to cdrh on (B)(6) 2014 on submission number 1823260-2014-06412.

Event description:
The roche affiliate stated five customers in (B)(6) use roche antibody to hepatitis c virus (anti-hcv), hepatitis b surface antigen (hbsag), and hiv combi pt tests in testing cadavers for potential organ transplant. One customer complained of a false negative result with the anti-hcv test. The date of the event is unknown. Neither the hiv combi pt nor a like/similar product is sold in the united states. It is unclear if any of the customers have complained of the hbsag or hiv reagents. More information has been requested. There were no allegations of adverse events. Information regarding two lots of anti-hcv were provided: lot 176948, expiration date 08/08/2014, and 176048, expiration date 08/08/2014. It is unknown on what analyzer(s) the tests are being performed.